Event description:
Patient reported obtaining blood glucose result of 210 mg/dl on the advantage system. Patient stated that blood glucose was immediately retested on a physician's device with a result of 93 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the advantage system. The discrepant results were obtained in physician's office. Technical support requested the return of the suspect product and replacement product was shipped.